Event description:
The patient presented for an av access case. It was reported the physician made a small incision on a large arm and did not stabilize the nitinol reinforced section of the gore hybrid vascular graft per instructions for use. During advancement of the device, the physician determined the deployment line had become tangled so removed the device from the patient.

Manufacturer narrative:
Notes: review of the manufacturing records verified that the lot met release requirements. Examination of the returned device found no anomalies attributable to the manufacture of the device.